Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted impact damage to front of device, damaged printed circuit board (pcb), cracked tank cover, and corroded drain fitting. Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Ran through safety/electrical test and the line cord failed. A root cause was a faulty line cord; however, it is unknow why the failure occurred. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the fluid warmer was not passing preventive maintenance and may have needed power cord replacement. Patient involvement unknown.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.